Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial na result was 78 mmol/l. The repeat result was 137 mmol/l. The initial k result was 4.22 mmol/l. The repeat result was 8.01 mmol/l. The initial cl result was 57.1 mmol/l. The repeat result was 105.9 mmol/l. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and was unable to identify a root cause. The fse cleaned the sipper nozzle, cleaned the flow path and ran ise checks and precision checks. All results were within specification. The customer ran calibration and qc with acceptable results. Calibration and qc was acceptable. The investigation determined that the type of results the customer complained about are consistent with improper pre-analytical sample handling. Patient sample mis-sampling most likely took place which is mainly caused by poor sample quality. Mis-sampling is caused by insufficient aspirated sample volume because a part of that volume is replaced by non-reactive material. This can occur when either needle lubricant from the blood collection device or fibrin, floating in the sample, is aspirated with the sample. This causes erroneous low results for that sample.